Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported thru a maude event report #(B)(4) that during a surgical procedure the surgeon attempted to fire off the fallopian band 3 times, on the 3rd attempt the fallopian tube was transected. The tube was cauterized using a ligasure device for both tubes. There was no extended recovery stay for the pt.